Event description:
The caller reported that the tandem mobi pump battery failed to charge despite using the correct charging pad, cable, and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the wall adapter into a confirmed working outlet for at least 30 minutes to initiate charging, and planned to follow up on the situation.